Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the lead revision, (reported under MFR. Reference number 3006705815-2020-00353, 3006705815-2020-00355) the physician was unable to implant the lead due to scar tissue. As a result, the procedure was abandoned.